Manufacturer narrative:
A ge service representative performed an on site investigation. Investigation identified that the c-arm display goes to 3 arrows and stops. Reseated the card cage pcbs and the mainframe pcbs. Cleaned associated contacts. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600emi c-arm is not booting up. There was no report of patient injury.